Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have bee received by manufacturer for evaluation. The logs for the navigation system were evaluated by medtronic personnel. The evaluation found that expired touch points were being reported by the touch screen driver of the navigation system."

Event description:
A site representative reported that during a cranial resection procedure, the touch screen of the navigation system froze. Logging out and logging back in resolved the issue and site proceeded with case. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.